Event description:
This report is being filled as an adverse event solely to comply with the FDA's blood loss policy. At the start of a routine hemodialysis treatment, an arterial air alarm occurred that could not be resolved. While troubleshooting, 20cc of blood was removed from the circuit. Due to possible clotting only partial rinseback was completed, resulting in an estimated blood loss of 180cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. No problems were found with the returned cartridge. Review of the log files confirmed the presence of air, indicating that the cycler alarmed appropriately. The reported blood loss is due to user error as the operator did not have the correct supplies for performing air recovery procedures as defined in the user's guide and did not perform rinseback in a timely manner following an unrecoverable alarm. The user's guide provides adequate instructions for troubleshooting air alarms and instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Nxstage medical considers this report closed. No additional information will be provided.